Manufacturer narrative:
Concomitant medical products: product ID: 3487a, serial# unknown, implanted: (B)(6) 1994, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).

Event description:
It was reported that the patient believed the device was implanted closer to the spine. The patient had a thyroid issue and had gained weight, and it was now pushing the implantable neurostimulator (ins) closer to the spine and it was hurting. The patient had been trying to make an appointment with his physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient. It was reported that the patient has gained about (B)(6) since implant due to cutbacks in their pain medication use and they had been having a harder time moving around due to pain. The patient reported that when they lay down at night, the ins presses against their bone/spine and causes discomfort. The patient reported that the discomfort started roughly 11 months prior to the report in 2016. No further complications are anticipated.